Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of image blackout during angulation adjustment was confirmed due to faulty charge-coupled device unit component. Based on the results of the investigation, the probable cause of this complaint was expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during inspection for use, the image on the videoscope experienced a blackout. There was no report of patient involvement.